Event description:
Account alleged that the bed exit will not alarm after it has been turned on and when a pt is not in the bed.

Manufacturer narrative:
Account stated that he found a loose connection for the bed exit in the head siderail. Account stated that he reseated the wiring connection to resolve the alleged problem with the bed exit not alarming when it is turned on with a pt not in the bed. The exact cause of the problem is not known.